Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0216057029, implanted: (B)(6) 2018, product type: lead. Analysis of the ins (B)(4) found no significant anomalies. (B)(4) pertains to the ins (B)(4). (B)(4) pertain to the ins (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Phone number: (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced electrical shocks at the implant site during normal use of the ins. In the beginning the shocks only occurred while entering specific shops. Later the shocks happened randomly, everywhere, just at home, during every day, different moments, daily. Diagnostics/troubleshooting was performed, impedance showed high impedances on all points. Surgical intervention occurred. In the or the ins was disconnected, and the electrode was directly tested directly which responded normally at normal intensities of stimulation on all of the stimulation points. The ins was changed for a new one, which showed normal impedances. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.